Manufacturer narrative:
Device evaluation completed on october 28, 2020: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 17 2020, additional information received indicated that the implants were removed with no replacements. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 13, 2020: the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unknown breast augmentation with mentor memorygel, 475cc silicone prosthesis experienced bilateral capsular contracture, baker grade iii, rupture on the right side and ptosis post procedure. These issues were found during bilateral capsulectomy, revision surgery, and mastopexy on (B)(6) 2020. This report is for the left prosthesis.